Manufacturer narrative:
(B)(4).the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that pieces of the blue jaw began to disengage and fall into the patient's cavity toward the end of the operation. The surgeon was aware of the issue but continued to use the device. All pieces were removed from the patient and there was no injury. The monopolar settings of on the generator were set at 20w.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : (B)(6) 2016. One used lf5544 was received for evaluation. Visual inspection found a piece of the blue seal plate was missing. The piece was returned. The customer reported that at the end of the operation, small pieces of the blue jaw started to fall off into the cavity. The reported condition was confirmed. The investigation found a piece of the blue insulation on the jaws had come dislodged. The piece was returned. The jaws opened and closed normally when the handle was activated. The knife is contacting the back of the seal plate which caused a short between the jaws. The knife did not extend or retract when the trigger was activated. The knife is contacting the back of the seal plate which caused the piece of blue insulation to dislodged. This can happen when excessive tension is placed on the jaws, forcing them out of alignment. The investigation identified the root cause of the reported event to be user error.